Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had a recurring motor error alarm and would stopped the delivery of insulin. Customer also mentioned that the. Insulin pump would overdeliver insulin after the stuck motor error alarm. No troubleshooting was performed. The nurse was advised to have customer call back for the insulin pump replacement the insulin pump is not expected to return for analysis.